Event description:
It was reported that the pump declared alarm 20 during pumping. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so there was no specific impact reported. The customer was instructed by tandem technical support to switch to multiple daily injections as a backup therapy and a replacement pump would be sent. The customer was also advised on how to put the pump into storage mode and to return the problematic pump using a pre-paid label within 10 days.